Manufacturer narrative:
An abbott field service engineer (fse) inspected the architect i2000 and determined there were no instrument issues. Similarly, the automated aliqoting instrument was examined and no issues were observed. The sample cup containing the suspect sample was discarded, so it could not be inspected by the fse. No adverse or non-statistical trends in conjunction with the complaint issue were identified during review of quality metrics. The architect system operations manual provides adequate information on requirements, specimen collection, and limitations of results interpretation. The architect anti-hbs package insert and the architect hbsag package insert provide adequate information in regards to describing suitable specimens, results, interpretation of results, as well as, the limitations of the procedure. Investigation was unable to determine a single definitive cause of the customer issue. Both the architect i2000 and the automated aliquoting instrument were inspected and were considered to be performing as intended. The sample itself could not be ruled out as a cause. Based upon the available information, no product deficiency or malfunction was found.

Event description:
The customer stated that incorrect results were generated by the architect i2000 analyzer for one patient on (B)(6) 2013. Hbsag qualitative ii testing was (B)(6). Anti-hbs testing was (B)(6). The same patient was tested again on (B)(6) 2013 for (B)(6) because the patient was known to have chronic (B)(6). (B)(6) testing was (B)(6). The customer then retested the sample from (B)(6) 2013 in duplicate. Hbsag qualitative ii testing was (B)(6). Anti-hbs testing was (B)(6). The customer stated that due to the incorrect initial results, there was a delay in anti-viral treatment for the patient. The customer stated that there was no harm to the patient as a result of delayed treatment.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).